Event description:
Event description guidant/crm received information that this sweet tip rx lead was removed from service due to intermittent loss of capture. A guidant selute pico tip lead was successfully implanted.